Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge and handpiece product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that crystals were noticed on the surface of an implanted intraocular lens (iol) during a postoperative check. The patient's visual acuity was reported as low and the patient was not satisfied with the vision. Additional information has been requested.